Event description:
On 10/20/2025, an arthrex subsidiary employee reported via email that an issue occurred with the ar-1678-cp internalbrace ligament augmentation repair kit during a procedure. While drilling into the fibula using the 2.7 mm hollow drill through the drill guide, a metal fragment-like object was found attached to the drill. The surgeon inspected the drill guide but found no foreign material present. No fragments were reported to be retained in the patient. The procedure was completed using a replacement ar-1678-cp kit. No detailed information was provided regarding the type of surgery. There was no significant delay, no additional anesthesia administered, and no adverse effects reported. Additionally, no photographs were taken of the event. The issue was identified during a procedure on (B)(6) 2025, with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error, of the device coming in contact with another device during use.